Event description:
Ref.: #(B)(4), customer ref.:# (B)(4).

Manufacturer narrative:
The device was received at maquet cardiopulmonary's laboratory. A visual inspection was performed.no clots were detected neither the inlet side nor the outlet side. No defect was found. A further investigation is currently not possible for safety reasons. Corresponding measures have already been initiated. Once these measures have been implemented, the investigation can be resumed. The failure could not be confirmed. Root cause determination the root cause could not be found. Sap trend search was performed (component: quadrox (production group (B)(4)), failure code: 1010 pressure rise ) which came to following results: 4 additional complaints were recorded which appears reported issues are the same since the last 12 months. However three complaints are in status 'not confirmed'. (B)(4) due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
The device was being used on a (B)(6) patient during mvr procedure. Soon after pump-on, the customer noticed high pre-oxygenator pressure which was almost double compared with the post-oxygenator pressure. Replaced with another oxygenator and completed the procedure. The product will be delivered to mcp. (B)(4).